Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient admitted for vomiting. There was no additional patient information at the time of this report. The customer states that the patient was treated on the repeat of the I-stat results and product is available for investigation. Date sample time test time na cl sample date: (B)(6)2016, sample time: 0240, test time: 0246, na: 120, cl: >140, sample: a.; on (B)(6) 2016, n/a, n/a, 143, 104, n/a. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/22/2016. Customer returns and retain product was tested and are functioning according to specification.

Event description:
Na